Event description:
Treatment of a large ruptured (>6 mos) saccular aneurysm measuring approximately 10mm x 6mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was given dual-anti-platelet therapy. The pru (p2y12 receptor units) was 159. On (B)(6) 2014, the patient underwent pipeline (4.75mm x 18mm) embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil and was removed from the patient. Another pipeline of the same size was implanted without issues. Post procedural angiogram showed slow flow into the aneurysm. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found open and released from the capture coil; however, the capture coil and braids were found damaged which may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).